Event description:
The international distributor ((B)(4)) reported an issue encountered with the saddleloop device during use. The clinician reported that the tubing was not locked into the slot of the keyhole as expected. The locking mechanism was detached from the tubing and was loose in the package. The report stated another package of the same device was used instead to complete the procedure. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Examination of the returned device confirmed the alleged complaint. The tensioner was off of the tape. Visual examination under black light found that no adhesive was present on the device. Adhesive is required to hold the tensioner on the device. The adhesive dispenser was not functioning properly, resulting in inadequate amounts of adhesive applied. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.